Event description:
It was reported that the right ventricular lead was not capturing at the set threshold so the output was increased. It was also reported that the lead had high impedance trends over the last six months, had a high number of short interval counts, and there were many non-sustained tachycardia episodes. A patient alert was triggered but was not heard by the patient. The lead tested within normal ranges when the device was changed out and it remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.